Event description:
It was reported that the system was shooting by itself. Generator and communication failed error messages were also reported. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib coin battery was evaluated and replaced. The ffb (fluoro function board) was placed on an extender card and the voltage was adjusted to 5.16vdc. The board was re-inserted into the card rack. The system was tested and found to be working as intended and returned to service.